Event description:
It was reported that the tubing was observed to be trapped in the seal of the packaging. Follow up with the hospital indicated that the tubing appeared to have been cut and had holes. Reportedly, after fluid was passed through the system, it was observed that there were three holes (cuts) observed that caused the transducer to leak. It is unk if the malfunction occurred before use during priming or during use while connected to a pt. There were no reports of pt complications or injuries. No further details were provided.

Manufacturer narrative:
The device was not returned for eval.